Event description:
Post-op, luxation of a shoulder prosthesis. At 4 weeks follow-up, luxation delta xtend prosthesis detected on x-ray. Patient had no complaints and was not able to tell us how or when this could have happened. Reoperation on (B)(6) 2011. (Study no. 4, patient number 4, (B)(4)).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.